Manufacturer narrative:
(B)(4). Date sent 9/10/2025. D4 batch # unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tip of the trocar was broken so couldn't be used on patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspections were conducted on the returned device. Visual analysis of the returned sample determined that the 2b12lt device was received with the clear lens damaged. In addition, the packaging opened was returned along with the instrument. Upon visual inspection, no damages or evidence of breakage were noted in the sleeve. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage in the clear lens. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. The damaged on the clear lens, it is possible that the damaged was due to an improper handling of the device. Device history review a manufacturing record evaluation was performed for the finished device lot c9da72 number, and no non-conformances were identified.